Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No reset error alarm could be verified due to the keypad anomaly. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. She removed and reinserted the battery and received an unexpected restart alarm. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 204 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.